Event description:
Four reports of inadequate spinal anesthesia using the smith spinal tray. Patients had diminished sensation and motor weakness, but could still feel and move their legs. General anesthesia required to proceed with surgical procedure. We have recently reported another manufacturer spinal trays as well, the medication in both trays is supplied by the same drug manufacturer. It is the same medication concentration, but they do have different numbers on them. We have only been using this tray for approximately 1 month and we have seen about 10 confirmed cases of inadequate spinals that have had to be converted to general anesthesia. All of the patients had some motor weakness and some sensory deficit, but not enough to perform surgery on them. Manufacturer response for smith spinal tray, (brand not provided) (per site reporter): no response at this time.